Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an IV set leaked at the upper y-site. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.